Event description:
On (B)(6) 2014, it was reported that up button on the patient's infusion device was not functioning and the rubber covering of the button was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).